Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 420 mg/dl. Customer stated that insulin pump received motor error alarm occurred twice on the same day. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not dropped or exposed to any magnetic filled. Customer stated that there was no crack on the insulin pump and the drive support cap was intact. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).